Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was dropped and the ac power light remains lit even though it is on dc power. There was no reported patient involvement.